Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was relocated.

Event description:
Follow-up information revealed the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort and tenderness at the ipg pocket site following a motor vehicle accident. In turn, the patient will consult with her physician as the next course of action.

Event description:
Follow-up information revealed the patient will undergo surgical intervention at a future date as the next course of action.